Event description:
Information was received indicating that the cadd extension set leaked from the purple patient end. It was reported that the patient went without medications for several hours due to the malfunction. The patient felt unwell. Then had to endure side effects of sudden start of medication when reconnected (headache, flushing, diarrhea) which lasted in one of the cases for a couple of days. It was a significant contributor to patient anxiety. To continue therapy, the patient reattached and remade her medication as needed and symptoms resolved.